Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; -omsc investigated the subject device, however the reported phenomenon was not duplicated. -the bending section of the subject device could not bend sufficiently at the angle specified in the instruction manual. -omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure, the bending section of the subject device kept bending in the patient's body and the user couldn't pull out the subject device temporary. After pulling out the subject device, the user confirmed with another scope that there were no abnormalities inside the patient. There was no report of patient injury associated with this event.